Event description:
Additional information received reported that the physician was using a contralateral approach and that the stent may have detached when attempting to pull catheter back for placement. It was also reported that the patient is doing well. The patient was fine directly after surgery and during follow-up. Device evaluation: the stent was not returned with the delivery system. The balloon folds were opened and disturbed. There were crimp impressions visible along the working length of the balloon. There was no damage visible to the delivery catheter.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device returned). Inherent risk of procedure (stent dislodgement). (Based on the limited information available no root cause can be determined). Evaluation conclusion: inherent risk of procedure (stent dislodgement). Unable to confirm complaint (no device or procedural images returned for review). (Based on the limited information available no root cause can be determined). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (event was most likely procedural related). (B)(4).

Event description:
A physician was attempting to deploy an assurant cobalt peripheral stent device to treat a lesion in the common iliac artery of a patient. It was reported that during the procedure, the physician noted during delivery to/at lesion site, stent dislodgement occurred. The dislodged stent migrated into patient's aorta. It was reported patient was taken into surgery. The device was prepared and inspected with no issues noted. No other clinical sequelae were reported for this event.